Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition, we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis. The patient's blood glucose levels reached 600 mg/dl. When the patient applied a new pod as the last one had expired the needle mechanism had not deployed. Upon removal of the pod from the infusion site the needle mechanism had then deployed late on a table. The patient reports applying another pod where they received a communication alarm and the pod would not prime after fill. This pod was reported in another complaint. The patient was brought to the hospital by ambulance. Treatment information is not available. The patient was in the hospital for 2 days. The patient is currently using long-acting insulin until they meet with the clinical specialist to start using the pod again.